Event description:
Pt to have 60meq kcl in 500cc d5w over 6 hrs per infusion pump. Infused in 2 hrs rather than 6 hrs. Diagnostic analysis on pump after the event indicated that pump was set for 450cc to infuse; 151cc were infused over 2 hrs, and 299cc were left to infuse. However, the entire 500cc d5w + 30cc kcl were infused. The infusion pump had no previous history of problems.